Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. One used sample was received in reference to the report of damaged spike. The set was visually inspected with bent/damaged spike observed. The tip of the spike was bent/damaged. No other manufacturing abnormalities were noted during visual inspection. Pressure test of sample found no leaks. This complaint was confirmed in the lab. No batch review could be performed since the lot number was unknown. The root cause could not be determined.

Event description:
A customer contacted baxter to report the spike was bent when the transfer set was connected to the yume set by a clean flash device during patient use. The transfer set had been used on the patient for 98 days. There was no patient injury or medical intervention.